Manufacturer narrative:
There is no allegation of system or component failure and the system was delivering therapy when in use. Patient is thin statured with loose skin, causing the implantable pulse generator (ipg) to be somewhat superficial in placement and thus causing discomfort when the external therapy disc was placed over the ipg. Lidoderm patches and relief belt were helpful, however the patient reported the cost to be unsustainable and patient declined to have the ipg repositioned to a location with more tissue. Patient requested explant due to unresolved discomfort. Patient discomfort with the nalu system is likely directly related to the placement of the ipg in relation to the patient's anatomy and tissue quality.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. In (B)(6) 2023 the patient reported discomfort where the external therapy discs were being worn. Patient was offered lidoderm patches and alternative means of attaching the therapy discs, however the patient was not satisfied with the options provided and ceased using the system. On (B)(6) 2024 the firm became aware that a full system explant was performed in the last week of december (exact date is unknown, patient stated "4 weeks ago").